Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there is no evidence suggested that the device was defective, but rather a procedure related event. Mdrs related to this event: 2029214-2018-00585 2029214-2018-00586 2029214-2018-00587. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment procedure of a type 2 endoleak, the onyx was reported to have been inadvertently injected into the artery. This event required surgical intervention to remove the onyx from the unintended location. The sac was embolized and was removed during the surgery. This event occurred during the treatment of the lower extremity (a leg). The vessel tortuosity was reported to have been normal. No patient injury occurred.